Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0rw52, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient had had chronic diarrhea for the last 7 months and was on anti-diarrhea medicine, but it was not doing anything. The patient had to be careful about getting away from a bathroom, nothing had helped, and they were depressed and at wit's end. The trial didn¿t give the patient relief, but the health care provider (hcp) implanted the implantable neurostimulator (ins) anyway. After surgery while the patient was still under the effects of anesthesia, the manufacturer representative thought the patient had the ins for a urinary issue. The ins should be for their colon, but the patient was looking at paperwork and saw it was for urinary. The hcp did not program the implant, the manufacturer representative did. The patient did not know the instructions from their hcp and had tried changing programs or amplitude. The patient was given 1 program and had been sticking with the original program. The patient was in the hospital for 5 days from (B)(6) 2015 related to diarrhea. The patient saw their hcp on (B)(6) 2015 and the hcp was sending the patient for a CT scan. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.